Manufacturer narrative:
Investigation results: a wallflex fully covered biliary stent and delivery system were returned for analysis. A visual examination of the returned device noted that the stent was fully mounted onto the delivery system. The clear outer sheath had a significant bend, and the blue outer sheath was kinked. The inner shaft was noted to be kinked and twisted. A functional evaluation revealed that it was not possible to deploy the device as returned. However, it was possible to manually deploy the stent by pulling on the inner shaft. Device analysis determined that the condition of the returned device was consistent with the complaint incident, and that the damages observed were consistent with the application of excessive force to the delivery system. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on september 20, 2016 that a wallflex fully covered biliary stent was to be used in the common bile duct to treat a fistula distal to the hilar bifurcation during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. Contrast was injected to determine that the fistula was an approximately 1 cm sub hilar bile duct leak. According to the complainant, during the procedure, the physician placed the wallflex fully covered biliary stent over the guidewire and attempted deployment. There was difficulty beginning the release of the stent but eventually the stent started to deploy. However, the stent was only able to be partially deployed. The partially deployed wallflex biliary stent was removed from the patient and the procedure was completed with a plastic biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fully covered biliary stent was to be used in the common bile duct to treat a fistula distal to the hilar bifurcation during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. Reportedly, patient's anatomy was not tortuous and had not been dilated prior to stent placement. Contrast was injected to determine that the fistula was an approximately 1 cm sub hilar bile duct leak. According to the complainant, during the procedure, the physician placed the wallflex fully covered biliary stent over the guidewire and attempted deployment. There was difficulty beginning the release of the stent but eventually the stent started to deploy. However, the stent was only able to be partially deployed. The partially deployed wallflex biliary stent was removed from the patient and the procedure was completed with a plastic biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.